Manufacturer narrative:
(B)(4). Additional investigation summary: an empty labeled winding former and a needle/suture piece of product code z493 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and marks were observed on the needle by use of the surgical instrument and the suture end present damage (cut) appears to be by use of a surgical instrument. The product code z493 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling. An empty labeled winding former and a needle/suture piece of product code z493 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and marks were observed on the needle by use of the surgical instrument and the suture end present damaged (cut) appears to be by use of a surgical instrument. The product code z493 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dermatologic surgery on (B)(6) 2019 and suture was used. The suture was broken during suturing. Another package was used with no problem. Further details are not provided. There were no adverse consequences to the patient.